Event description:
It was reported that two days after femoral arteriotomy closure using a starclose se clip, following an uneventful femoral angiogram, the patient presented to an allergist with pruritis, oedema, hives and a swollen tongue. The patient denied any local symptoms around the puncture site. At the time of the procedure the patient stated she had no allergy to nickel. However, the patient later informed the allergist that she cannot wear costume jewelry. The allergist surmised that the patient does not realize that nickel allergy and an allergy to costume jewelry are potentially the same. The patient was started on prednisone 15 mg daily. However, as the angiogram showed significant disease, the patient was referred to surgery. As the patient is also diabetic, the prednisone was discontinued as part of the work-up for surgery. The allergist felt the patients reaction is more of a systemic issue and unlikely due to the local starclose se implant, as she believes such an implant allergy would be more likely to have a local as opposed to a systemic reaction. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Although a conclusive cause for the reported patient effect(hypersensitivity) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. The starclose se clip remains in the anatomy. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. Estimated date of event (exact date unknown).